Event description:
Additional information was received from the consumer. It was reported that no actions or interventions were taken to resolve the issue and the patient was told that they could not do anything. The issue was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they took a fall in (B)(6) 2016 and they are now having issues with recharging due to poor coupling. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2017. A manufacture representative (rep) was requested to be at the appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell and was in a lot of pain. It was reported that the pain was around the ins site. This occurred on (B)(6) 2016. It was also reported that the fall caused the leads to move a little bit, so on (B)(6) (2017), the patient met with their healthcare provider and manufacturing representative and got their device reprogrammed a little bit. The patient has adaptive stimulation, but when they got reprogrammed they were only programmed for a laying down position. Now, when the patient sits up or reclines in their chair, stimulation is stronger than they need it to be and they can¿t get their patient programmer to regulate the stimulation. Assistance was offered and declined and the patient was recommended to meet with the healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that extent to which the fall affected the poor coupling was not determined. No further complications are anticipated.